Event description:
Reportedly, "the surgeon inserted the endo catch ii 15mm (173049) inside the body through the trocar in order to remove the specimen, but after protruded the specimen bag out and put the specimen into the bag, the bag detached from the instrument immediately and the result was that the surgeon could not remove the specimen through the trocar. The surgeon then ask to open another new one, but same event happened (i.e. The specimen bag detached from the instrument after putting the specimen into the bag) the surgeon asked to open the third new endo catch ii 15 mm, same defect as above happened again and the surgeon used a simple plastic bag to remove the specimen finally." Sex: unknown. Procedure: unknown.